Manufacturer narrative:
The part has been investigated at the manufacturer site. Results revealed that no deviation could be detected the device was working within specifications. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to reproduce the reported issue. As the reported issue could be intermitted the technician decided to replace the processor board. The board was requested back for further investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Through follow up communication, livanova was provided the sn of the device involved in the event, reported in the device manufacturing date could then be retrieved . A review of the DHR could not identify any deviations or nonconformities relevant to the issue. If additional information pertinent to this event will be retrieved, it will be provided in a supplemental report.

Manufacturer narrative:
Serial number is unknown. This information will be provided in a supplemental report if made available. The heater-cooler 16-02-95 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that an error message was displayed on a heater-cooler system 3t during procedure. The unit was replaced with another heater-cooler and the procedure could be completed. There was no report of patient injury.